Event description:
The pump was returned to the MFR with no pt symptoms or reason for explant. Add'l info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
Final device analysis revealed multiple episodes of motor stalls and recoveries. During testing, the motor stalled only when tested on the constant load tester. The pump had acceptable dispense accuracy testing.